Event description:
Initial info received from a consumer on 02/26/2010: a (B)(6), female, initiated her injection of poly-l-lactic acid (sculptra aesthetic) (lot# and exp date unk) on (B)(6) 2010 to raise or lift up her cheeks. She reported in the last two days (B)(6) 2010 and (B)(6) 2010, she is experiencing swelling, redness, and soreness on the top and the bottom base of her eyes especially the right one and she also experienced watery eyes. She stated that she still looks like the same as it was right after the procedure. She stated the plastic surgeon injected her on the cheek bones underneath both of her eyes. She has seen her eye doctor about the symptoms and he has prescribed an "steroid eye drop" to use and asked her to come back to see him in two weeks. She stated that she also has used cold compresses on her eyes, but it has not helped. The right eye is now swollen on the top and underneath. She has decided not to get her second treatment and the symptoms are continuing. No concomitant medications or medical history reported. No further info reported. Additional info for sculptra (lot # and expiration date: not provided) from product technical complaint report (B)(4) dated (B)(6) 2010, received by (B)(6) on 03/11/2010: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Device qc performed. Case submitted as coa. On 03/05/2010, device qc performed (coa) mon 03/19/2010. Conclusion: no faults detectable. Based on additional info received from the consumer on 09/30/2010, this case initially considered as non-serious has been upgraded to serious: this female consumer reported that she went to an ear, nose, and throat specialist (ent) to have poly-l-lactic acid (sculptra aesthetic) injected. The physician injected the poly-l-lactic acid above the cheek bones and told her to press it down. She stated that she continued to press it down until a few days after the injection. When she first started to press down, she could see the product come out of her eye. The poly-l-lactic acid was injected in her upper lips, but there she stated that there was no problem there. She did not ask the physician to inject the poly-l-lactic acid in her upper lip. She also reported that she had an infection in her right eye. In (B)(6) 2010 (previously reported as (B)(6) 2010) her left eye started to continuously tear and wold not stop tearing. The physician though it was a clogged tear duct and flushed it out, but it would not stop tearing. She then noticed a lump in between her nose and tear duct that looked like a tumor. A cat scan and MRI were done. The physician saw a mass, but did not know what it was. She had to have surgery she stated that it wound up being the poly-l-lactic acid and not a tumor. She stated that it was a granulosis or a foreign body that they removed. She stated that they had to reconstruct her whole tear duct, and she had a stent placed that needs to be in place for a year. She now had a scar and was still experiencing the tearing. She reported that if she did not stop tearing a year from (B)(6) (year unspecified) she will have to have another surgery. She also had a device sewed into her nostril for drainage. She stated that this might be a lifetime condition. She experienced a lot of pain and suffering as a result of this and stated what she was going through was a nightmare. No further info reported. Pharmacovigilance comment: sanofi-aventis company comment 10/06/2010: this case was reported from a consumer and lack of medical confirmation from the treating physician. There is a temporal relationship between the onset of the events and administration of sculptra. However. A further causal assessment requires additional info including results from CT scan and MRI, surgical reports on tear duct re-construction, pathological report on nodule removal, medical history, concomitant medication, and medical evaluation from ent specialist.